Event description:
The reporter stated the patient had pre-existing conditions and the surgeon felt the cc4204a collamer aspheric single piece lens was appropriate for the patient but when the lens was inserted, he realized the lens was not. The incision was enlarged to remove the lens and an anterior chamber lens was implanted. Sutures were required to close the incision. The reporter stated the event was not lens related, it was patient related.

Manufacturer narrative:
(B)(4) - incision sutured - (B)(4), (no lens malfunction): evaluation results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn): based on the complaint history and work order search, an specific root cause of the event could not be determined. (B)(4)